Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by replacing the defective force bipolar instrument. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the customer contacted the technical support engineer (tse) and reported the instrument was broke and was difficult to remove. The surgeon was able to get the instrument removed. The defective force bipolar instrument was replaced and the surgeon resumed the procedure. The procedure was completing as planned with no reported injury.